Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored.the implant has been placed in 15 position on (B)(6) 2016 and removed on (B)(6) 2016.the practitioner reported that his patient is a smoker.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.